Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that after impella cp started to ramp up, flows decreased. The volume stayed less than 0.5 l per minute with no change even after attempting a better position. The impella cp was exchanged for another one. There was no harm to the patient.

Manufacturer narrative:
The investigation of low pump flow has been completed. The data logs showed after pump started, motor current spiked followed low flow that triggered auto suction response and suction alarms. This event remained to the rest of the case. The product was not returned for review. Based on clinical description and data review, the root cause of low flow was most likely due to biomaterial ingestion. E4 should have been left blank on manufacturer device report 1220648-2024-23430. G1 reporting contact email revised on manufacturer device report 1220648-2024-23430 in accordance with updated procedures. H6 code 4642 was reported incorrectly on manufacturer device report 1220648-2024-23430. New code was added to health effect - impact code.